Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy the tip of one side of the grasper broke off. The surgeon was able to retrieve the broken piece with a 5mm grasper and remove it from the patient's abdominal cavity through an existing trocar. There was no patient injury.

Manufacturer narrative:
(B)(4). The lot device history record could not be reviewed because no lot number was provided. Upon review of the subject device, the complaint description which states " ... The tip of one side of the gbc250 broke off... " was confirmed. A definitive cause for the reported complaint could not be determined. In the course of the investigation, the failure mode could be replicated on a similar device, by clamping the device over a pin and bending the jaw back over against the cannula tube of the instrument in a simulated mis-use of the device (e.g. Grasping of a suture needle and bending the jaw back over the cannula pmtion of the device). All other attempts to break the jaws were 1:1nsuccessful. The teleflex minilap IFU under "warnings and precautions, instruction point 7 states "minilap graspers should be handled carefully to avoid inadvertent damage to the instrument tip. Damage to the instrument tip includes but is not limited to, bent or severed grasper jaws. Instruction point 8 states "do not use the minilap graspers to crush or crimp surgical instruments". It is likely that the cause of the reported complaint was a mis-use of the device. No corrective action is required.

Event description:
It was reported that during a laparoscopic cholecystectomy the tip of one side of the grasper broke off. The surgeon was able to retrieve the broken piece with a 5mm grasper and remove it from the patient's abdominal cavity through an existing trocar. There was no patient injury.